Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Ccc instructed the customer to replace the pump tubing, and rotary valve x seal, prime all fluids, and change quicklyte sensor. Ccc also instructed the customer to run condition and dilution check, and then run patient precisions. The customer did not have the tubings or rotary valve to make the suggested change. The customer ran precision studies with patient samples, and quality control, resulting as expected. The customer did not want to replace the parts, as the system was working as expected. The customer stated that patient sample 1 was drawn above the intravenous (IV) line. The cause for the discordant, falsely low na and cl results is unknown. The cause of the sample incorrectly drawn above the IV line is a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). A redraw sample obtained on the first patient was tested on the same instrument, resulting as expected. However, no result data was provided. Patient 2 sample was repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na, and cl results.